Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed with the naked eye which identified a broken occluder leg which would result in a leak. The reported condition was verified. The cause of the damage could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce minicap extended life pd transfer set leaked with the twist clamp closed. This occurred during use for peritoneal dialysis (pd) therapy. The reporter indicated the transfer set had been in use for less that one month. As a result, the patient¿s transfer set was changed and the patient received prophylactic antibiotics. There was no report of patient injury associated with this event. No additional information is available.